Event description:
It was reported that the cocking mechanism was sticking. The probe was stuck onto the holster and the unit would not fire. The biopsy was completed using the second sthc1. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.